Event description:
Customer reportedly obtained results of 11mg/dl and 118mg/dl on the active system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system, and replacement was sent.